Manufacturer narrative:
The pipeline flex device will not be returned for evaluation as it was implanted in the patient. From the information provided, a cause for this event could not be conclusively determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of a patient death during or after a pipeline flex procedure. The physician who reported the event could not give any further details.